Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (polyglactin 910 suture and silk suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with ethicon products (polyglactin 910 suture and silk suture) used in this procedure? Patient demographics: citation: orbit 2020, vol. 39, no. 1, 18¿22; https://doi.org/10.1080/01676830.2019.1594998. (B)(4).

Event description:
Title: comparison of non-absorbable silk and absorbable polyglactin sutures for external ptosis repair. This retrospective study aimed to compare the outcomes and revision rates for external levator aponeurotic advancement for the treatment of involutional ptosis using non-absorbable silk and absorbable polyglactin sutures. Between march 2015 and may 2016, a total of 116 patients (n=45 used silk suture, n=71 used polyglactin suture) in 190 eyelids (n=73 from silk suture group, n=117 from polyglactin group) were included in the study. In each eyelid ptosis repair, all levator advancement sutures were placed using either a 5¿0 polyglactin 910 suture on a s-14 spatulated needle (ethicon) or a 6¿0 silk suture on a g-1 reverse cutting needle (ethicon). Complaints included recurrence of ptosis (n=1 in silk suture group and n=14 in polyglactin group) which required post-operative revision/adjustments. In conclusion, the result of this study presented that non-absorbable silk suture may be superior to absorbable polyglactin, necessitating fewer surgical revisions.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/14/2020. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. - no ¿ these were not major complications of ptosis surgery resulting exclusively from suture-related defects. All surgery carries an inherit risk related to technique and material. Does the surgeon believe that ethicon products (polyglactin 910 suture and silk suture) involved caused and/or contributed to the post-operative complications described in the article? - no. The study did not identify any defects related to suture failure. Surgical outcomes were investigated in the study to compare the polyglactin and silk suture materials. Does the surgeon believe there was any deficiency with ethicon products (polyglactin 910 suture and silk suture) used in this procedure? - no. Patient demographics - adult patients (121 total) who underwent external aponeurotic ptosis repair. All etiologies other than involutional ptosis were excluded.